Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software product ID hh9020tdd serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal medication via an implantable pump for cancer chemotherapy. The patient reported 'there has to be something wrong. I'm literally going on 17 minutes waiting for it to connect. It's been getting progressively worse over the months. I try restarting it and turning it off. Sometimes when I get to the administering (requesting the bolus) part, it will cut back and take me all the way back to it (having to restart/reconnect). I know 17 minutes is a long time to wait to connect to the pump and bolus.' While on the call, patient stated they were currently on the retrieving pump settings screen for '16 minutes,' and stated typically the telemetry delay at 90% lasts for 'probably 15-17 minutes.' Patient referenced multiple times throughout call that they had called about connection issues before, but handset serial number was new since patient's last call. Agent assisted the patient in clearing the data. Prior to clearing data, patient's data was 18.12 mb. Patient then went back into the myptm app confirmed they were able to successfully deliver the bolus. Patient stated 'I just found out that when it's retrieving (pump settings), it gave me one (a bolus) and never told me when. So it did administer, but I don't know when.' Agent reviewed telemetry delay considerations and patient agreed to monitor and call back for assistance.